Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer fluid loss from rupture to 5 cm. Catheter stabilized with statlock without the use of glue. Later, after 7 months, the catheter ruptured during the management procedure. No other information was provided. Additional information received 07/25/2024: it was reported, there was no patient impact. PICC was replanted.